Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
A service request was received regarding the heartstart xl where it was noted the device was non-operational. There was no patient involvement.